Manufacturer narrative:
Visual inspection showed that the helix length was stretched out of specification consistent with the procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had stretched after pacing through a valve replacement product. The lp was removed and replaced to resolve the event. There were no patient consequences.